Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during hemorrhoidectomy procedure, there was poor staple formation and the staple line was incomplete. The procedure had to be converted to a miligan morgan open procedure. The procedure was extended by more than 30 minutes.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The anvil was received with a tilted head and attached to the instrument. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur when the instrument is applied over tissue that does not meet the tissue compression requirement. The instructions for use of this product states: excess tissue thickness or significantly uneven tissue thickness may result in unacceptable staple formation and/or an incomplete cut. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.